Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone is not available / reported. The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: the returned embotrap unit showed partial adherence of the outer cage to the inner channel prior to decontamination, however the adherence was resolved when the device was removed from the decontamination bath. The information provided with the complaint indicates that no visible damage was present on the device when returned by the physician, therefore it can be concluded that the adherence was caused by solidification of saline solution or contrast media on the device while retained into the insertion tool post procedure, and it is not relevant to the complaint event. The event describes resistance while inserting the embotrap into a phenom 21 microcatheter. The returned embotrap unit showed minor deformation of the distal coil and distal mesh of the outer cage, consistent with advancement against resistance. However, the returned embotrap device was successfully passed through a 0.0195-inch ID tube, confirming that the profile conformed to the specification for compatibility with 0.021-inch microcatheter. The polytetrafluoroethylene (ptfe) insertion tool was dimensionally inspected and found to be within specification for the inner and outer diameter. Device insertion and delivery assessments were performed using the returned embotrap device and a sample phenom 21 microcatheter. The returned embotrap device was able to be fully inserted into the sample phenom 21 microcatheter and delivered to the distal tip without resistance. The complaint event was therefore not confirmed. In attempt to recreate the reported event, device insertion and delivery assessments were also performed using the returned embotrap device and a sample phenom 21 microcatheter, while varying the position of the insertion tool in the microcatheter hub. These assessments demonstrated that failure to seat and secure the insertion tool correctly can result in failure to deliver the device through the phenom 21 microcatheter hub. The minor deformation of the distal coil and distal mesh observed on the returned unit does not appear to affect its compatibility with a phenom 21 microcatheter. Also, no further deformation of the same area was observed on the unit post re-creation attempts. Therefore, it is not clear whether the observed minor deformation is a potential contributing factor, or a result of the complaint event. The root cause for this complaint could not be confirmed with the information provided. The visual inspection also indicates that the returned embotrap device was correctly assembled and manufactured, with all adhesive bonds and joints complete and undamaged. A review of the manufacturing documentation associated with this lot (23c219av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. Conclusion: the returned embotrap device showed evidence of minor deformation of the distal coil and distal mesh of the outer cage. Visual inspection of the microcatheter used during the complaint event could not be carried out as this was not returned for investigation. The complaint event was not confirmed, because the returned embotrap device successfully delivered through a sample phenom 21 microcatheter. The root cause of the complaint could not be ascertained; a possible cause of failure to deliver is failing to fully seat the insertion tool of the embotrap device when introducing the device into the microcatheter lumen. As demonstrated, poor seating of the insertion tool can lead to failure of the device to deliver in the microcatheter hub. Two possible causes of the insertion tool not being seated fully are: ¿ the insertion tool was not fully seated initially (i.e., not seated as close to the microcatheter lumen as possible). ¿ the insertion tool was not secured in place using the rhv, allowing movement of the insertion tool during delivery of the embotrap device. There is no indication that this complaint was as a result of a defect with the embotrap device. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a thrombectomy procedure to treat an acute ischemic stroke, the physician introduced the 5mm x 37mm embotrap iii revascularization device (et309537 / 23c219av) into the microcatheter. After introducing it, he felt resistance and stopped. The physician decided to pull the device out and use a new embotrap iii device. He stated that ¿the new device worked without a problem.¿ the procedure was successfully completed without delay. There was no report of any negative patient impact. On 08-sep-2023, additional information was received. The information indicated that the target vessel was the m1 segment of the middle cerebral artery (mca). There was mild vessel tortuosity. The concomitant microcatheter used was a phenom¿ 21 microcatheter (medtronic). Continuous flush was maintained in the microcatheter. Per the physician, the embotrap iii device ¿was getting stuck very early on in the microcatheter.¿ the physician stated that he ¿simply removed the defective embotrap and opened a new one which worked perfectly.¿ the microcatheter was not removed nor was it moved at all. There was no damage noted on the device. The complaint device was returned for evaluation and analysis. The product investigation completed on 20-oct-2023. Based on the completed product investigation, this event has been deemed usfda reportable under 21 cfr 803 with a classification of ¿malfunction.¿